Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, at approximately 2:00 pm, the patient¿s fiancé contacted the medical team due to persistent low glucose alerts from the patient¿s app. It was noted that phone notifications were turned off, preventing the app from issuing audible alerts. The patient emphasized that the concern was related to the alert functionality and not the accuracy of the glucose readings. During this time, the patient lost consciousness. He was transported to the hospital, where he received medication; however, he was unable to recall the name or dosage of the treatment administered. The medical team departed once the patient regained consciousness at approximately 2:45 pm the same day. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on (B)(6) 2025. Data was further reviewed. The allegation was confirmed via data as no alert/notification. The probable cause was the ios critical alerts permission was revoked. No additional patient or event information is available